Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose readings from the insulin pump. The customer's blood glucose was 42 and 47 mg/dl. The customer stated that she knew she was not low. The customer then stated that she was tested with 500 mg/dl with one touch.